Event description:
Upon removing chemotherapy (vinblastine) containing IV set from the pump the nurse noted her gloves were wet. Further examination of the tubing identified the wetness to be on the silicone section of the tubing. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.